Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event is considered confirmed as the device was returned fractured. Device history record was reviewed and no discrepancies were found. The root cause of the reported issue was due to repeated use of this instrument over it's almost 20 year field life; which causes wear and tear to the instrument and led to fracture. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Remainder of the drill bit is unknown.

Event description:
It was reported that the drill bit broke inside of the patient when preparing the bone. The broken piece was too embedded into the tibia so the surgeon elected to leave it remain in situ to avoid compromised implant stability by removing it.

Manufacturer narrative:
Cmp-(B)(4). Updated: if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.